Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lss showed for this rv lead due to impedances of less than 200 ohms. X-rays show that this lead was pulled taught. The physician decided to program lss off since they know the impedance is low.